Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The biomedical engineer at the hospital, reported the following event to (B)(4): "spontaneous fracture of the nail on the locking screw 3 months after implantation, as the patient was unloaded for 6 weeks with no full support. Revision surgery by plate and iliac graft."